Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had poor/intermittent communication. Over the last couple weeks, prior to (B)(6) 2020, the patient had difficulty recharging the ins. The controller kept stating reposition recharger, but no device found, and it seemed the ins was not holding a charge as well as it used to. The controller battery would also sometimes deplete before done charging the ins. It had been gradual but now was at a point where the patient kept receiving no device found. The patient tried to start a recharge session and received "no device found," then passive recharge mode. The patient was at 96, and the numbers changed when they moved the recharger around. The patient did not see any damage on the recharger. It was noted the patient also had a slow recharge. A new recharger was requested. No symptoms were reported.

Event description:
Additional information was received. It was reported it was gradually more difficult connecting, looking for device, until finally it no longer would connect. It also took the patient more and more time to recharge. The patient called as well as talked to their manufacturer representative and the problem was resolved by replacing the donut for charging. The issue was resolved.

Manufacturer narrative:
Continuation of d11: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.